Event description:
(B)(4) for the right side brake. Ref org rollator order # (B)(4). Warranty, broken right handle. (B)(4).

Event description:
(B)(4) for the right side brake. Ref org rollator order #(B)(4). Warranty broken right handle replacement order# (B)(4).

Manufacturer narrative:
(B)(4) issued MFR report #1531186-2012-00940 with the manufacturer as unknown. The correct manufacturer is kenstone metal.